Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a rise in shock impedance measurements to greater than 125 ohms, triggering a latitude red alert. Manipulation of the pocket elicited variability in shock impedance measurements and some noise.

Manufacturer narrative:
A revision procedure was performed. While the pocket was open, device connections were checked, and appeared to be secure. The physician explanted the ICD and rv lead. No adverse patient effects were reported as a result of these observations. A request has been made to have these explanted products returned for analysis. This event will be updated if any additional information becomes available, or if these products are returned for analysis. Subsequently, the device and lead were returned to our post market quality assurance laboratory for analysis. A visual inspection of the rv lead noted set screw marks on all terminal pins. The lead passed all electrical testing and was confirmed to be electrically in specification. A visual inspection of the device noted marks on the device case that were consistent with an abraded lead. All seal plugs were intact, and all set screws were confirmed to be operating normally. A review of device memory found no anomalies. The device was subjected to a series of diagnostic tests that verified normal pacing, sensing, and shocking functions. The device was operating within specification during the entire analysis. This event will be updated if any additional information becomes available.